Event description:
The event is reported as: the plastic lid (with two ports for circuits) had detached during use. No pt injury reported.

Manufacturer narrative:
The device sample was sent to the mfg site for evaluation. The results of the evaluation are not available at the time of this report.